Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem, ''failed volume test. Measured 18. 6 ml' was not reproduced. A review of the event history log (ehl) revealed no abnormalities. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No device correction is required to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volume test at the rate of 18.6 ml. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.